Event description:
It was reported that the subject programmer suddenly shut down during an interrogation. The programmer will be returned for analysis.

Event description:
It was reported that the subject programmer suddenly shut down during an interrogation. The programmer will be returned for analysis.